Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The atrial lead exhibited a ventricular noise reversion episode, leading to a temporary loss of cardiac pacing. No medical intervention was performed. The patient would continue to be monitored.